Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient¿s wife stated the patient was slow to react on the morning of (B)(6) 2018 and on the way to the patient¿s appointment at the va hospital, the patient fell out of his wheelchair in the back of the van. The patient¿s wife pulled over and called 911 and while she waited, she was making sure the patient was still breathing. When the ambulance arrived, they checked the patient¿s blood sugar and it was 35mg/dl. The paramedics gave the patient glucose and transported the patient to the hospital where he went comatose. It was indicated that the patient was in a coma for 12 hours and woke up the same day. At the time of contact, the patient was still in the hospital but was in good condition. The patient¿s wife stated they did not know what the dexcom was reading at the time of event as they did not check it and when she found the receiver in the patient¿s pocket, she discovered there was moisture under the display screen and the receiver was stuck on the initialization screen. No additional patient or event information is available.